Event description:
It was reported that the insulin pump had a long, constant tone and a frozen screen. Troubleshooting was performed, but the issues were not resolved. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
After battery installation, the insulin pump power up and gave a frozen segment display due to faulty interface board. The insulin pump received with bleeding lcd glass, cracked battery tube threads and scratched lcd window. No unexpected audio/beep alarms were noted.